Event description:
The remote technical assistance center (rtac) reported that while a customer was being trained on the lung nodule analysis (lna) application on intellispace portal (isp) software version (B)(4), multiple lesions were identified; however, the corresponding graphs were not matching the correct lesion. There was no report of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).